Event description:
Customer reported the system displays tilt and elevation errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated pcbs and connectors. System operates as intended.